Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl) over the past few days and a large level of ketones were present. Insulin injections were administered to address the bg level. The cause of the high bg was not known; however, insulin could be smelled. The contact and customer could not find a possible leak. The pump supplies had been changed and the high bg was not resolved. The customer reverted to using another pump and the high bg was resolved. Tandem technical support reviewed the pump data and no alarms were found that would have suspended insulin delivery. A low insulin alert was noted to have occurred prior to the cartridge change and the contact had been aware of this alert. No pump issue was found in the pump data that would have led to the high bg. Although multiple attempts were made to follow-up with the contact to confirm if the high bg was resolved and the customer resumed pump therapy, the contact did not reply to the requests.